Event description:
The customer ordered a custom convenience kit with a 10 cc prefilled syringe of sterile water. However, the customer wanted sterile saline. The customer approved the kit contents with the sterile water. The customer became aware of the error in january and notified their staff to discard the prefilled sryinge in the pack and requested a revision to the kit ot change the sterile water to sterile saline. There were no adverse events related to this and the sterile water sryinge was not used on an actual patient.